Manufacturer narrative:
Concomitant medical products: product ID 97792, lot# n449830, implanted: (B)(6) 2014, product type: accessory; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A coupling problem was reported. There were no coupling bars when tried to charge the ins. Another recharger was compared with the same results. The ins was not flipped per x-ray. A diagnostic ultrasound showed ins 2cm under the skin. There was no swelling present. Charging has been an issue since implant. The patient was going to see a surgeon today along with a company representative about ins revision. The doctor wants to replace the ins as he though issue with it recharging. The date for revision was pending. The company representative confirmed that they saw the patient on (B)(6) with the doctor. The doctor did not think the ins was in that deep but has scheduled the patient for a revision and possible replacement on the ins today, (B)(6). When the patient was seen on (B)(6), still could not obtain any black boxes while trying to recharge. The stimulation was working well but the patient was not using it a lot because he was afraid to deplete the ins. It was additionally reported that when the ins pocket was opened, the ins was implanted medtronic side (face) down. The surgeon did not think it flipped but that it was his accident, he put the ins in the wrong way. A recharger was draped in a sterile drape and checked the ins which showed all 8 boxes blackened in. The ins was re-implanted face up and efficiency was checked again which showed 8 boxes again. The patient was seen in recovery and the ins was checked again, as well turning the stimulation on which he was very happy with his coverage.